Event description:
Information was received from the patient receiving intrathecal bupivacaine and fentanyl via an implantable pump for non-malignant pain. The patient reported 'it doesn't seem to work. I wait 15 minutes and it says to move the bolus (equipment) over the pump. I do all that all over, and it does not work or make a difference. It will hook up to the pump, but it takes a long time. It almost didn't hook up. It's kinda been doing that for a couple days.' Patient clarified event date as 'the last couple days' when agent asked. Patient stated they were able to bolus before calling, but stated 'I finally did get it.' Patient was already connected to pump and showed an expected 1 hour and 29 minute lockout. Agent assisted the patient in clearing data. Prior to clearing data, patient's data was 22.4 mb. Patient would monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.